Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identification failed and kept rebooting by itself. The machine shut down and then came back on, but no one was able to sign in using biometric identification. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and device kept rebooting itself. A field service engineer replaced the power supply unit from unused station and turned the machine on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.